Event description:
It was reported by service report that the interrupt pan was cracked around the head left shoulder bolt. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: motion interrupt pan.